Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 13-sep-2022. Investigation summary one sample (model #mp5301-c, lot #22069279) were returned by the customer. It was reported by the customer that the j loop is clogged. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. Water was attempted to be flushed through the sets with a 10 ml bd syringe. The sets appeared to have an occlusion at or near the connection of the maxplus and the tubing. The sets were examined under magnification where occlusions can be observed. A quality notification was sent to the manufacturer. The manufacturer was able to confirm the failure. A mapping of the manufacturing process was carried out where operations 1 and 3 indicate the use of an air fixture to avoid occlusion. It was detected during the assembly of the set that the air sweep time was not enough. The root cause was determined to be a lack of time in air sweep operations. A quality alert was developed on october 20, 2022, to notify personnel of this failure mode. A device history record review for model mp5301-c lot number 22069279 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using bd 8.5 in pressure rated set w/bonded the tubing was clogged. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: when priming the "j loop" the fluid does not flow, it's like it's clogged.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd 8.5 in pressure rated set w/bonded the tubing was clogged. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: when priming the "j loop" the fluid does not flow, it's like it's clogged.